Event description:
During laparoscopic surgery, the wire was suddenly cut and segments fell in pt.

Manufacturer narrative:
Device returned for evaluation did not match the reported incident. Although the cable was broken, the segments were retained on the device by the nitinol wire. It was noted that a section (approx 16") of the cable was missing, and the end cap on the proximal end of the handle was not present. The missing portion of the cable could have only been removed from the proximal end of the handle as the ends of the cable are designed with a crimp on both sides are retained at the tension knob. Microscopic examination of the device returned found evidence of pronounced metal deformation of segments adjacent to the cable failure location. This deformation is consistent with the device being bent in a direction opposite of what would be expected during normal articulation. The examination further noted that the cable failed in two modes: the first being mechanically induced shearing, the second being ductile/tensile breakage. Finally the examination noted that the distal portion of the tube was also deformed in the same matter as noted above. It was also noted that the device was returned without the protective sterilization sleeve. A device history review was conducted with no issues noted. Root cause for the condition described can be attributed to mechanical overstress. No absolute cause of the cable failure can be determined, but it is possible for the cable to fail at the point where it exits the rigid tube if the unit is not sterilized in the straight position with the sterilization sleeve per our IFU. The distal end should not be bent to fit it into a sterilization tray. This can kink and fray the cable at this location. Please note, that cable failure is minimized with proper care. Lubrication and avoiding overstress.